Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treatment with unspecified oral and intravenous vancomycin (no further information). Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.